Manufacturer narrative:
The malfunctioned solenoid driver board was inspected at the manufacturing facility and no visual damage was observed. The board was then installed into a cs100 test fixture and tested to factory specifications per the cs100 service manual. The board failed testing and the alleged malfunction was verified. The board is being sent to the supplier for further failure analysis.

Event description:
It was reported that while installing a new solenoid driver board into the cs100 intra-aortic balloon pump the voltage of the blood sensor of the solenoid driver board was too low (between 0.1v-0.3v). No patient was involved and no adverse event was reported.

Manufacturer narrative:
The supplier verified the failure of the solenoid driver board which was returned to our national repair center. The supplier replaced the defective q7,c59,cr68,cr69,cr70,sb1(blood back block) and the board passed all their testing. A getinge engineer installed the solenoid driver board into the cs100 test fixture and the board tested to factory specifications per the cs100 service manual. The board was then inspected per procedure, verified that all testing was passed and was put into stock.

Event description:
It was reported that while installing a new solenoid driver board into the cs100 intra-aortic balloon pump the voltage of the blood sensor of the solenoid driver board was too low (between0.1v-0.3v). No patient was involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the getinge field service engineer replaced the new solenoid driver board. This was deemed an out of box failure of the solenoid driver board. The iabp was calibrated and running tests were performed without any malfunctions occurring. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while installing a new solenoid driver board into the cs100 intra-aortic balloon pump the voltage of the blood sensor of the solenoid driver board was too low (between0.1v-0.3v). No patient was involved and no adverse event was reported.